Event description:
It was reported that during a surgical procedure at the user facility, pins from the saw head broke off. During the patient x-ray, no residue was found in the patient.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting.